Manufacturer narrative:
Additional suspect medical device component involved in the event: model: db-2203-45, serial: (B)(6), batch: 5008257, catalog description: argyle lead 45cm sterile kit, UDI: (B)(4).

Event description:
It was reported that after the implantation of the deep brain stimulation (dbs) leads a computed tomography (CT) scan was performed and revealed a small amount of blood along the tract of both leads resulting in difficulty speaking, swallowing, and walking. The patient was transferred to the intensive care unit and is currently being treated in a skilled nursing facility and is stable. It was noted that high impedances were discovered as well.